Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with a dexcom g6 experienced repeated loss of cgm data on the ilet, including a prolonged overnight gap, while cgm readings remained available on the dexcom mobile app; the ilet displayed ¿cgm offline ¿ enter bg,¿ and a device restart restored cgm communication. Symptoms included intermittent unavailability of interstitial glucose readings on the ilet. Outcomes included temporary interruption of automated glucose control requiring manual blood glucose entry. Investigation included remote review of device history and user guidance on environmental bluetooth interference and device proximity, followed by verification of restored cgm connectivity after an ilet restart. Investigation of this case revealed a temporary cgm transmitter communication issue with the ilet without sensor error on the dexcom system. It was concluded that the event was due to transient communication interference or instability between the dexcom transmitter and the ilet, resolved by device restart and adherence to connectivity best practices.